Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient the attached adult electrode pads were recognized, by the associated defibrillator, as pediatric electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.